Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to sepsis with cholecystitis as a secondary cause. No further information was reported.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.